Event description:
Customer reported the buttons on the insulin pump. Customer took the battery out and reinserted it, device alarmed weak battery. Customer replaced the battery and the device alarmed button error. Customer's blood glucose was 100 mg/dl. Customer reported she was getting ready to eat dinner as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down arrow button keypad traces. The insulin pump had normal operating currents. No weak battery alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.